Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had bilateral implantable neurostimulator (ins) replacement due to elective replacement indicator (eri). Upon interrogation, that was the first notice that the right ins had high impedance at contact 3 (6k). Also, the left ins had a short/low impedance at bipolar pair 1-3 only, and high impedance at contact 0 for all monopolar and bipolar pairs (12k for both mono and bipolar pairs). The cause is unknown. The doctor said that at the last ins change, the extensions were very twisted at the ins site. The doctor suspects the patient may have "twiddle" but has not confirmed. The doctor was not aware of any falls that they feel may have contributed to the impedance issue on both sides. The doctor reviewed all programmed settings and since neither the left nor right settings are using the contact pairs with the impedance issue, the doctor chose not to change the extensions at this time. They did inspect the extensions as close as possible near the ins site and did not see any signs of visible issues. The impedance issue did not resolve after the right ins replacement, which now showed 7k. For the left ins, with a bit of gently untwisting the extension and then inserting into the new ins, the short at bipolar pair 1-3 was now within normal limits. The high impedance at contact 0 for all mono and bipolar pairs remained the same (high at 12k). The issue was considered as resolved. Refer to manufacturer report #3004209178-2021-17514, #3004209178-2021-17515, and #3004209178-2021-17516 for related device.

Manufacturer narrative:
The event date is unknown. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3708640, serial/lot #: (B)(4), ubd: 08-apr-2019, UDI#: (B)(4); product ID: 3708640, serial/lot #: (B)(4), ubd: 08-apr-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.